Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was in the range of 20 mg/dl, at the time of incidence. Customer reported that they could not get blood glucose level below 200 mg/dl. Customer was treated with food and glucose for low blood glucose level. Customer¿s current blood glucose level was 115 mg/dl. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.